Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement of greater than 200 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) reviewed the lead trends and noted that there are no other out of range shock impedance measurements and the impedance trend has been very stable in the 40 ohm range both before and after the single high out of range measurement. Ts explained the possible causes to the boston scientific representative, including a saturated impedance value due to electromagnetic interference or a possible device header spring contact issue. Ts noted that there is no sign of a lead integrity issue as there is no noise on the rv lead and provided guidance to consider monitoring the lead and evaluate further if any additional issues are observed. The products remain in-service. No patient symptoms or adverse patient effects were reported.